Event description:
Tampon stuck inside me- vagina [foreign body in reproductive tract]. The string just came right out - tampon [device breakage]. I was trying to pull down the string to remove it and the string came out...now I have the tampon stuck inside me [complication of device removal]. Probable manufacturing cause [manufacturing issue]. Case narrative: consumer reported via phone that the string came out of the product during removal. No serious injury reported.

Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Tampon stuck inside me- vagina [foreign body in reproductive tract] . The string just came right out - tampon [device breakage] . I was trying to pull down the string to remove it and the string came out. Now I have the tampon stuck inside me [complication of device removal] . Case narrative: consumer reported via phone that the string came out of the product during removal. No serious injury reported.